Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was not as smooth as used to be in inserting the dilator. It was not possible to insert in the femoral vein. To not get any harm on the patient, they changed the sheath. No patient consequence.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was not as smooth as used to be in inserting the dilator. It was not possible to insert in the femoral vein. To not get any harm on the patient, they changed the sheath. No patient consequence. The investigation was completed on 12-jul-2024. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the photo does not provide sufficient information related to the reported issue by the customer and therefore, no results can be obtained from it. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause cannot be assigned based on the current evidence. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. On 26-jul-2024, noted a correction to the 3500a initial as the g1. Manufacturing site name was processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected g1. Manufacturing site name. In addition, corrected g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g1. Manufacturer site state code and g1. Manufacturer site zip code and g1. Manufacturer site country code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).